Event description:
A customer reported that unexpected negative reactivity was obtained on galileo echo (B)(4).

Manufacturer narrative:
A review of the image files showed that reactions for initial testing appeared as reported by the instrument. Testing performed with the new sample resulted as negative. Cell 3 visually appeared to have a weak positive reaction. All other cells resulted as negative and visually appeared negative. Controls performed as expected. An immucor field service engineer performed the unexpected reaction checklist. All parameters were within specifications. The reader was replaced and the camera was aligned. Qc and samples performed as expected. The customer was also made aware of technical communication (B)(4)which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.